Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that stations were unable to dispense insulin. The technical support specialist (tss) remotely accessed the medstation and requested a dispense attempt to reproduce the issue. The medication was found greyed out with the error message not available: problem with the ordered amount or amount unit. The tss updated the facility settings in patient encounter system (pes) by enabling remove order with undetermined dose, after which the customer confirmed the order was available. Customer approval was obtained, and the case was closed. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were encountered an error while attempted to dispense insulin, received the message item not available. Problem with number of units. The customer confirmed that no settings or configuration changes were made and stated that the insulin item was used daily; however, all patients required this medication were experienced the same error, which was preventing dispensing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.